Event description:
The customer reported that the insulin pump had physical damage on the bottom while on a roller coaster ride. Customer's blood glucose was 175 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with broken off end cap, missing electronics and motor, cracked display window corner, battery tube threads, reservoir tube lip, minor scratched/worn display window.